Event description:
It was reported the patient had an infection present at the site of the distal catheter. The hcp was considering removing the catheter, but leaving the pump in place. No patient symptoms were reported. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
.